Manufacturer narrative:
(B)(6) (B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. The balloon was tightly folded with the stent secure between the markerbands. There were numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 59cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities to the hub of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 08-mar-2016. It was reported that hub/ manifold damage occurred. A 12x3.50 rebel stent was advanced to treat the lesion. However, before introducing to the y-port, the plastic part of the stent delivery system (sds) separated from the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.